Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a mild infection over their ins site. It was reported that there was redness and pain at the ins site. It was noted that the hcp was considering revising the pocket site. Additional information was received from the hcp and it was reported that a physical exam was performed and no ¿induration¿ or ¿fluctuance¿ and no purulence were noted. The hcp reported that there was an exploration surgery planned for 2 weeks from the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.